Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and difficulty with getting the artificial urinary sphincter (aus) to work properly. The aus was explanted, and a break was identified in the tubing at the connector to the cuff. A new aus was implanted. There were no additional patient complications reported.